Event description:
It was reported the patient's blood glucose level rose to 250 mg/dl while wearing the pod between 37 and 48 hours on the arm. It was reported that a blood clot had formed, interrupting the flow of insulin. To treat the issue, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.